Event description:
This rv lead was implanted on (B)(6) 2005 and capped on (B)(6) 2012 due to high impedances over 2000 ohms. The patient was shocked for noise on the pace/sense portion of the lead for impedances over 3000 ohms. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).